Manufacturer narrative:
The field service engineer replaced the damaged rinse unit tube and the ise probe. The root cause was due to a leakage/seal in the rinse unit tube. The service actions (replacing the damaged rinse unit tube and the ise probe) resolved the issue.

Event description:
We received an allegation of questionable ise results for an unspecified number of patients' samples tested on a cobas 6000 c501 module. Results for the sodium (na) test were affected. Discrepant results for 1 patient sample were provided. Initial result: 200 mmol/l. Repeat result: 147 mmol/l. Some results were accompanied by a data flag and some other results were generated with a high or low anion gap. No erroneous results were reported outside the laboratory.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. Qc was within the assigned ranges on the day of the event. The field service engineer inspected the module, found a cut in the tubing, and covered it temporarily. The investigation is ongoing.